Manufacturer narrative:
A customer from outside the united states reported observation of a discordant, elevated atellica im high-sensitivity troponin I (tnih) results for one patient. Repeat testing using the same method produced consistently lower results, which were accepted as correct. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer observed a falsely-elevated patient result when using atellica im high-sensitivity troponin I (tnih), lot 072. An initial elevated result (above normal range for the assay) was obtained, which was reported to the physician and questioned. The patient underwent electrocardiogram with no consequences. A new sample was drawn and tested twice on a second atellica im analyzer irm009342007, producing results of <2.5 ng/l (below assay measuring interval). Following these divergent results, the customer re-tested the original sample on both instruments, and obtained results of <2.5 ng/l for both tests. The result of <2.5 ng/l was accepted as the correct result. There are no allegations of any adverse health consequences due to the discordant atellica im tnih result.